Event description:
It was reported that the lead was repositioned due to dislodgement.

Manufacturer narrative:
The devices remains functioning in the patient. A review of the manufacturing paperwork is being conducted. Please note: a gore excluder aaa endoprosthesis contralateral leg component was also implanted (pcc141000/lot#03438494).